Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (dilaudid) 2 mg/ml for a total dose of 0.1500 mg/day, clonidine 600 mcg/ml for a total dose of 45.01 mcg/day, and bupivacaine 15 mg/ml for a total dose of 1.125 mg/day via an implantable pump for malignant pain and breast. It was reported on (b)(60 2019 the patient reported uncontrolled pain throughout their upper, mid and lower back and in their bilateral upper extremities. A catheter access port (cap) was performed on (B)(6) 2019 which revealed an abnormal dye spread from the catheter tip. The pump was reprogrammed on (B)(6) 2019 where the maximum allowed bolus activations per day was increased. On (B)(6) 2019 the patient was admitted to the hospital ahead of a scheduled catheter revision secondary to sensation changes/left-sided numbness. It was decided that the bupivacaine and clonidine would be removed from the pump at the revision surgery secondary to sensation changes. The catheter was repositioned to t4 and re-anchored the catheter on (B)(6) 2019. The pump was reprogrammed and refilled with only hydromorphone following revision on (B)(6) 2019. The event required in-patient or prolonged hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter dislodgement and the clinical diagnosis was uncontrolled pain and intrathecal (it) medication side effects. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drugs (clonidine and bupivacaine) was related and the drug action that changed the event was no change in drug. The patient's weight was (B)(6). No further complications were reported/anticipated.